Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The anomaly observed in the field was confirmed. The battery depletion was caused by an internal short within the battery.

Event description:
It was reported that the device was explanted and replaced due to premature eol.